Event description:
The patient's lead was revised. No additional details were provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.